Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was returned and the investigation is confirmed for partial deployment of the stent graft. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem08120 fluency plus endovascular stent graft allegedly experienced failure to deploy stent and partial deployment of stent. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old male weighs (B)(6) lbs.